Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress to instrument channel port. The event can be detected by following the instructions for use (IFU) which state: ·operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the forceps channel port was disconnected. In addition, the evaluation found the following; the connecting tube was wrinkled, the control unit, the universal cord and the grip unit were discolored, the angle wire was worn and the bend angle in the up direction did not meet specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the cysto-nephro videoscope had control panel corrosion and internal corrosion. The issue was found during preparation for use for an unspecified diagnostic procedure. The procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the forceps channel port was disconnected. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.